Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant a trapease inferior vena cava (ivc) filter. The device was implanted into the patient¿s right femoral vein. The device in the patient was positively identified by the patient¿s medical records. On or about fourteen (14) years, four (4) months, twenty two (22) days (including the end date) after implantation, the patient underwent an examination at a magnetic resonance imaging (MRI) center. The ivc filter was noted in the patient¿s abdomen region at the inferior bilateral renal veins. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. A trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via legal brief, the patient underwent a surgical procedure to implant a trapease inferior vena cava (ivc) filter. The device was implanted into the patient¿s right femoral vein. The device in the patient was positively identified by the patient¿s medical records. On or about fourteen (14) years, four (4) months, twenty two (22) days (including the end date) after implantation, the patient underwent an examination at a magnetic resonance imaging (MRI) center. The ivc filter was noted in the patient¿s abdomen region at the inferior bilateral renal veins. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. No additional information is available.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported through the legal department via legal brief, the patient underwent a surgical procedure to implant a trapease inferior vena cava (ivc) filter. The device was implanted into the patient¿s right femoral vein. The device in the patient was positively identified by the patient¿s medical records. On or about fourteen (14) years, four (4) months, twenty two (22) days (including the end date) after implantation, the patient underwent an examination at a magnetic resonance imaging (MRI) center. The ivc filter was noted in the patient¿s abdomen region at the inferior bilateral renal veins. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. No additional information is available. The following additional information was received per the patient¿s medical records: patient had a history of gastric bypass, hysterectomy, cholecystectomy, and hematemesis hematochezia, the filter was deployed in the infrarenal ivc. Patient underwent a scan 14 years and 4 months post implantation, the impression from the exam were that there was no acute pathology in the abdomen, the filter may be amenable to be removed according to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 14 years and 4 months post implantation. The patient reports migration of entire filter other than to heart. The patient also reports suffering from circulation in right leg, stress, depression, and anxiety.

Manufacturer narrative:
After further review of additional information received the following sections g4, h2 and h10 have been updated accordingly. Additional information has been obtained stating that the filter was implanted for prevention of pulmonary embolism (pe).

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the device has migrated, and the patient has experienced poor circulation of the right leg, stress, depression and anxiety. According to the information provided the filter was implanted ¿into the patient¿s right femoral vein¿, the patient reports having issues with this leg since the implant. The patient had a history of gastric bypass, hysterectomy and cholecystectomy. The indication for the filter implant was hematemesis and hematochezia. The filter was placed via the right common femoral vein and deployed in the infrarenal ivc. Approximately 14 years and 4 months post implant the patient underwent a computed tomography scan of the abdomen to evaluate the filter. The impression from the exam noted no acute pathology in the abdomen, and that the filter may be amenable to be remove. The filter was identified in the cava immediately inferior to the bilateral renal veins. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The abdominal scan report did not report migration of the filter. The information indicated that patient experienced poor circulation to the right leg, with the limited information provided a clinical conclusion as to the cause of the issue cannot be ascertained. There are patient, pharmacological and procedural factors that may have contributed to the issue. Anxiety and depression do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.